Event description:
It was reported that during a stomach cancer procedure, the device delivered the first three clips opened, while the fourth was partially closed. The procedure was carried out and finished by using a new er420. No patient adverse consequences have been reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned with a clip in jaws and the jaw misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 9 scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the first three clips drop from the device unformed? The first 3 clips were not deformed but not closed properly. Were any of the clips fired on the tissue and fell off the tissue? The 2nd clip was closed only partially, when it was removed, the tissue torn. Was there any torquing or twisting during the firing of the device? The device was used properly using the proper strength.